Event description:
It was reported that the atrial lead exhibited noise reversions. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found an outer insulation abrasion at 9.6 cm - 9.7 cm and 41.2 cm - 41.6 cm from the distal end, due to friction with device can. This could cause the reported problem in the field. The outer coil was exposed.